Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 400 mg/dl and a high ketone level. Reportedly, the customer was using humalog supplies for over 48 hours. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage.